Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a loose/detached set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and the patient experienced diaphragmatic stimulation. The lv lead was revised and remains in use. During the revision the physician indicated the setscrew was not backing out and the screwdriver was not engaging into the header of the device. The setscrew was removed from the header and appeared intact. The device was explanted and replaced. No further patient complications have been reported as a result of this event.